Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated that the device will not be returned for evaluation. The pads in use were expired. After installing new pads, the device successfully passed the self-test. This claim will be closed as no sample returned.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's display kept flashing and was not legible. Complainant did not indicate that there was any patient involvement in the reported malfunction.